Event description:
It was reported that during reprocessing of the monopolar curved scissors instrument, it was noted that the instrument had scratches near the tip. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the distal end of the main tube exhibited various scratch marks with light material removal. The scratches were .015 - .23 in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.